Event description:
It was reported that the right atrial lead exhibited loss of bipolar sensing at 0.4 mv and also at 0.1 mv. The patient's pulse generator was programmed to vvi mode and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.